Event description:
It was reported that the pump shut off unexpectedly. The customer experienced a blood glucose (bg) level reported as "high"; specific value was not provided. Customer charged pump and resumed insulin therapy to address elevated bg.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.